Event description:
On 06/11/2024, znyo medical received a report from the customer reporting that they were having issues with proper infusion when using the vol/time setting. No patient involved was reported.

Manufacturer narrative:
Device return requested. This MDR will be reopened and updated in the event the device involved or additional information becomes available.